Manufacturer narrative:
Concomitant product: product ID 3037, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3889-28, lot # v066192, implanted: (B)(6) 2007, product type lead. (B)(4).

Event description:
It was indicated that patient never had therapeutic effect since day 1. It was noted that the patient lost weight and had been having trouble with her "vegas" nerve and passes out frequently. It was noted that 2 weeks prior to the call patient recently passed out, fell, and landed on ins site. It was noted that since then the patient had felt unbelievable pain, discomfort and discoloration at the neurostimulator (ins) site. A follow-up report will be sent if additional information becomes available.